Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact, corroded battery tube and cracked bleeding lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack on display. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis.